Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported separation was confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and sem [scanning electron microscopy] imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the whisper guidewire was inserted in the coronary sinus in an attempt to cannulate the very narrow posterolateral branch to implant a new pacemaker. The posterolateral branch would not accommodate the lead. Resistance was met during removal of the whisper guidewire and the tip separated in the very narrow posterolateral branch. Attempts to retrieve the tip with a snare were unsuccessful. The tip remains in the vessel. After three hours into the procedure, the procedure was aborted because the leads could not be placed. Reportedly, the risk of migration or perforation from the soft tip was felt to be very low. The patient was in stable condition and was discharged from the hospital the following day. There was no clinically significant delay in the procedure due to this event. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.